Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Representative reported left side ¿fibroadenoma in the uoq of the left breast measuring 8mm and unchanged since (B)(6) 2016¿, ¿indeterminate lymph nodes in the left axilla suggestive of silicone lymph nodes" device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported the adverse event by providing medical report. Medical report states ultrasound scan of both breasts showed a known fibroadenoma in the uoq of the left breast measuring 8mm and unchanged... Multiple lymph nodes in both axilla. Left breast implant intact... Left-no evidence of rupture. Indeterminate lymph nodes in the left axilla suggestive of silicone lymph nodes-further assessment with ultrasound recommended". Device has been replaced with non-allergan device. Left side